Event description:
The customer reported when feed bag line is in place pump flashes system error shutdown and will not run.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump is shutting down. The unit's gearbox and printed circuit board needed to be replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.